Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports infection of an unknown side after insertion of tissue expander. The device has been explanted.